Manufacturer narrative:
Patient date of birth/age and weight are unknown. Device is an instrument and is not implanted or explanted. Per facility, the complainant part was discarded and is not available for investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of a drill bit broke during a periprosthetic left femur fracture procedure on (B)(6) 2015. The broken tip remained in the distal shaft of the plate, which had already been placed in situ. Since it was too difficult to remove the fragment, the surgeon chose to leave it in place. Screws were placed above and below the area; the surgeon felt that enough points of fixation had been achieved and that the fragment would not compromise the stability of the implant. Regarding the device breakage, the surgeon blamed poor drilling technique and excessive bending during drilling. Patient outcome is unknown. This report is 1 of 1 for (B)(4).